Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case the foot pedal, once released, would stick causing the plasmablade device to remain active and deliver energy. There was no unintended tissue damage on patient injury reported.